Event description:
The device was opened and spiked. The device had a leak, which sprayed the leg drapes and contaminated them. Another suction was opened and worked as expected. The manufacturer provided the tracking number for product return evaluation.